Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately fifteen (15) days post initial procedure, it was reported that the patient has a compression in one of the limbs. Upon review of the computed tomography (CT) scans, it was noted that the left limb is crushed at the level of the native aortic bifurcation (nab); however, there is still minimal flow through the limb to the lower extremities. The distance to the compression is approximately 112mm. The right iliac limb is fully open and there are type ii endoleaks noted. The patient is currently being monitored.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the compression of the left iliac limb, stenosis and type ii endoleak (non-device related) are confirmed. This is consistent with the reported adverse event/incident. The event is likely anatomy related. The diameter of the native aortic bifurcation was 17mm, making it difficult to accommodate two 14mm iliac limbs. The right iliac limb was stabilized with two limbs in place, creating the compression of the left limb. Procedure related harms could not be determined with the medical records available for review. The final patient status is reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.